Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that that three months post implant the thresholds on the right ventricular (rv) lead were higher than initial implant numbers. The lead appeared to have dislodged. The lead was repositioned, however several weeks later the lead dislodged again and the patient experienced a perforation. The lead also had high thresholds and poor sensing. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.